Event description:
It was reported that prior to a da vinci s procedure and during processing, the user facility identified a broken cable from the large suturecut needle driver instrument. Reportedly the instrument was not used on a patient after the reported issue was identified. There was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the grip cable was broken at the distal idlers and was sticking out at the instrument's wrist. The idler pulley spun freely and was not damaged. No other cables at the instrument's wrist were damaged. An additional observation noted by engineering that was not reported by the site was indentation on the pulley. There was an indentation on the inner core of the pulley as well as scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.